Event description:
It was reported that on (B)(6) 2012, the patient underwent a heart ablation procedure, during which the left anterior descending (lad) artery was occluded causing the patient to experience a heart attack. A 2.5x28 mm xience v stent was deployed to reopen the lad successfully and the procedure continued on. Less than one month post stenting, the patient began experiencing sores on her head, a feeling like her skin is crawling and itching, loss of hair and vision difficulties. Her original cardiologist does not believe that is stent implant or drug related. The patient has since changed cardiologists. The patient is scheduled to seer her primary care physician to undergo allergy testing. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence estimated there was no reported product deficiency and the product was not returned. The reported patient effect of hypersensitivity/allergic reaction, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.